Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer service provided instructions and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.